Event description:
It was reported the patient was experiencing chronic diaphragmatic stimulation in all system configurations with the left ventricular lead. The lead was capped and a new lead was implanted. No stimulation was observed at implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead (B)(6) 200; 5076 implantable pacing lead (B)(6) 2003. (B)(4).